Manufacturer narrative:
Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Event description:
It was reported that the ventilator would not work on battery when unplugged from alternating current (ac) power. Reportedly, the battery light emitting diode (led) did not illuminate and the unit alarmed check vent battery failure on screen. Battery manufacture date of june 2019. Issue occurred during set up with no delay noted. The customer was advised to swap the battery with known good battery to see if unit works on battery power, if so, replace battery, if not replace power management board. Further information is pending.